Event description:
It was reported that upon a device interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Technical services discussed safety mode parameters and recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that upon a device interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Technical services discussed safety mode parameters and recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt. Review of device memory noted the device recorded three power on resets on (B)(6) 2022. As designed, after detecting three resets this device moved to safety mode operation. Memory review also noted this device was at beginning of life (bol) battery status. An x-ray of the device noted no anomalies. Electrical testing was completed, and normal pacing and sensing functions were confirmed; however, the device would not charge for a shock and reported detecting a shorted lead immediately after charging was attempted. The device case was removed to facilitate inspection and testing of the internal components. The battery, high voltage capacitors, and header were each isolated and tested. No issues were noted. The high voltage capacitors were reconnected and subsequently, the device operated normally. The root cause for the power on resets could not be determined but they were confirmed to be the reason the device was operating in safety mode.

Event description:
It was reported that upon a device interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Technical services discussed safety mode parameters and recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this implantable cardioverter defibrillator (ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.